Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p50 separated during use and "the stopper fell in the vial". No serious injury or medical intervention was reported.

Manufacturer narrative:
One picture sample was provided for evaluation by our quality engineer. Upon visual inspection of the picture sample, the vial was shown to be missing the rubber stopper. A device history record review did not reveal any documented quality issues during the production of lot number 1707124 that could have contributed to the observed/reported defects. Two retained samples of the same lot number were obtained from our manufacturing facility for further investigation. Upon visual inspection of the retained samples, no defects were observed. One of the retained samples was connected to a vial using the m12 assembly fixture, no issues were observed. The second retained sample was connected to a vial using the m12 assembly fixture, however, the vial was missing the rubber stopper. The protector was properly attached to the vial, however, the expansion chamber did not inflate and leakage occurred, which was to be expected. If the rubber stopper is missing, it is not possible for the protector to operate properly as the protector cannot obtain a closed system. No issues were found when protector was used with a good vial. In the case of vial without rubber stopper, the protector could be attached to the vial. However, as the rubber stopper was missing, it is no possible to operate with it, as without the rubber stopper is no possible to obtain a closed system. Phaseal protector is intended to use with vials with rubber stoppers.

Event description:
It was reported that bd phaseal protector p50 separated during use and "the stopper fell in the vial". No serious injury or medical intervention was reported.